Manufacturer narrative:
The insulin pump had a missing keypad assembly and end cap sticker. The device had window display found in place. Unable to perform pump testing due to missing keypad assembly. The device had cracked reservoir tube lip and a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 225 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.